Manufacturer narrative:
Patient age at time of event: late 70's. Device evaluated by MFR: analysis of the returned device revealed there were no breaks on the device. There were no coating issues observed. The overall length of the device was measured to be within specifications, as well as the outer diameter to the distal tip, middle of the device, and proximal section. Visual inspection revealed several kinks at the distal end. No other damage or irregularities were observed.

Event description:
It was reported that the guidewire coating peeled off. A savion flx guidewire was selected for use for an angiogram procedure in the left lower extremity. The wire was used during procedure to get through a tightly stenosed, tortuous anatomy in the common plantar. The wire was removed from the patient without difficulty, however, when the wire was wiped, a piece of the hydrophilic coating came off. There was no coating observed in the patient. There were no patient complications reported and the patient was fine.

Manufacturer narrative:
Patient age at time of event: late (B)(6).

Event description:
It was reported that the guidewire coating peeled off. A savion flx guidewire was selected for use for an angiogram procedure in the left lower extremity. The wire was used during procedure to get through a tightly stenosed, tortuous anatomy in the common plantar. The wire was removed from the patient without difficulty, however, when the wire was wiped, a piece of the hydrophilic coating came off. There was no coating observed in the patient. There were no patient complications reported and the patient was fine.